Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and post filter deep vein thrombosis (dvts). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and post filter deep vein thrombosis (dvts). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form that the filter was unable to be removed. The filter is in place for more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The patient reports having dvt and pe since placement of the filter. The patient also experiences shortness of breath while walking, and has developed refractory restless limb syndrome. Additionally, she reports to suffering on a daily basis from anxiety and depression from change in the quality of life as well as panic when thinking about the dangers of the device failure. Medical records received indicate the patient developed right distal lower extremity deep venous thrombosis at the popliteal and below. She was originally placed on coumadin bur subsequently developed shortness of breath and CT angiogram indicated that she had a pulmonary embolus. Because of her failure of coumadin therapy, as well as a history of chronic anemia with unknown source of bleeding, an ivc filter was indicated. During the procedure, the filter was advanced under fluoroscopy up to the l2-l3 level and was deployed easily. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
S reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Medical records received indicate the patient developed right distal lower extremity deep venous thrombosis at the level of the popliteal and below. She was originally placed on coumadin bur subsequently developed shortness of breath and CT angiogram indicated that she had a pulmonary embolus. Because of her failure of coumadin therapy, as well as a history of chronic anemia with unknown source of bleeding, an ivc filter was indicated. During the procedure, the filter was advanced under fluoroscopy up to the l2-l3 level and was deployed easily. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and post filter deep vein thrombosis (dvts). Additional information was received from the patient profile form (ppf) states that the filter was unable to be removed. The patient reports having dvt and pe since placement of the filter. The patient also experiences shortness of breath while walking and has developed refractory restless limb syndrome. Additionally, she reports to suffering on a daily basis from anxiety and depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary emboli and thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath and restless leg syndrome do not represent device malfunction and may be related to underlying patient issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.